Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was made. The clinic will continue to monitor the device. There were no patient consequences.